Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 131 mg/dl.